Event description:
It was reported that a spectrum iq pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "system error 322, link switch error (low)" was reproduced. A review of the event history log (ehl) revealed "system error 322, link switch error (low)" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower link switch was not functioning as intended. The lower link switch, and the lower auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.